Event description:
It was reported that a patient presented to clinic for follow up, the pacemaker (pm) threshold had been out of range frequently. No intervention or procedure was performed. The patient was stable throughout.